Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up arrow started responding intermittently. Other buttons are working as usual and the audio button is intact. The pump is worn in a protective case attached to a belt, and is not cleaned. Reporter does not get pump wet. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding the up key was unable to be duplicated. All keys were tested and found to be responsive. The keypad was intact with no peeling or damage. The keypad was removed and contamination was found under the up/down/contrast/ok key contacts. Animas has conducted a review of the device history record for this pump and found confirmed that it was operating within required specifications at the time of release.